Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A patient implanted with four resolute onyx rx coronary drug eluting stents reports having an mi approximately 2 months post implantation. The patient query's why an mi occurred post implantation of the four stents. A guide to understanding your des procedure was sent to the patients address.